Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridges. Supply changes were performed to resolve the past occlusion alarms. The customer's blood glucose (bg) level was 560 mg/dl at its highest and a correction bolus via the pump was delivered to address the bg level after performing a supply change; the current bg level was 215 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended.